Manufacturer narrative:
(B)(4). The involved product was returned to intervascular and was inspected by our quality assurance (qa) supervisor for an evaluation of the damage extent. His observations are as follows: "the outer packaging was not opened, the outer packaging is damaged but there is no visible moisture (the cardboard is not curled, no ink), the inner packaging is neither opened nor damaged." The investigation is ongoing. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
The customer has received the wet parcel and he can't accept it.

Manufacturer narrative:
(10/4246) following the inspection of the quality assurance (qa) supervisor, a non-conformity report was opened. After investigation the conclusion is that the event is due to a logistic issue. (4109/213) the review of historical data indicated that no other similar complaint was reported for the same lot number. (4308) the most likely cause of this event is an inappropriate handling of the product during transport by our logistic subcontractor. The root cause remains unknown. An information about this discrepancy had been sent to our logistic subcontractor.

Event description:
See initial report.